Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would not inflate. A revision surgery was performed to replace the pump. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak tested and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported clinical observation of inflation issue was not confirmed.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would not inflate. A revision surgery was performed to replace the pump. There were no patient complications reported.